Manufacturer narrative:
Occupation: non-healthcare professional. (B)(4). Investigation: investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿tulip - tilt, vc perforation, embedment, anxiety." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Unknown if the reported anxiety is directly related to the filter and unable to identify a corresponding failure mode at this point in time. A filter that is embedded in the wall of the ivc may be difficult to retrieve. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter device on (B)(6) 2007. Patient alleges the ivc filter had tilted, embedded, and perforated the vena cava prior to removal. Per CT dated (B)(6) 2016: " inferior vena cava filter is identified demonstrating strut penetration. Recommend interventional radiology consultation that can be performed in the non-emergent setting." Per retrieval report dated (B)(6) 2016, "pre-removal inferior vena cavogram showed the inferior vena cava to be patent throughout, but mildly narrowed secondary to changes related to the indwelling ivc filter. No filling defects compatible with ivc thrombus were identified in the ivc filter or inferior vena cava. A portion of the ivc filter body and apex were noted to abut the medial wall of the ivc. Post-removal inferior vena cavogram revealed the ivc to be intact with no areas of significant stenosis or extravasation." Patient further alleges to have experienced anxiety, mental anguish and stress about related injuries without further details. Filter was removed percutaneously on (B)(6) 2016.